Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician was positioning the was in the laa of the patient when it was noted that there was a thrombus at the distal end of the was near the pigtail catheter. The pigtail catheter was removed from the was and then removed from the patient. The thrombus was no longer visible in the la and was seen on the pigtail once it was outside of the patient. The was aspirated and the procedure was continued. The procedure was completed successfully with the closure device being implanted in the laa of the patient. The patient did fine following these events and there were no other complications that were reported to have occurred.